Event description:
Patient was revised due to pain. Update (B)(4) 2012 - medical records were received. The revision operative report indicates that there was significant corrosion noted at the taper.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: patient was revised due to pain. Doi: (B)(6) 2008 - dor: (B)(6) 2012 (left side). Update 3/2/2012 - medical records were received. The revision operative report indicates that there was significant corrosion noted at the taper. The complaint was reopened to address the stem and sleeve. Update (09/12/2012) litigation papers received 08/14/2012 and attached. Complaint changed to legal. Litigation alleges patient had pain and high concentrations of various metallic elements. There is no new information that would change the outcome of the investigation. Update 28th april 2014. Patient details, clinical ID numbers, onset date. Hospital details amended. More extensive reasons for revision: patient had pain and high concentrations of various metallic elements, altr, local tissue reaction, excessive wear.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.